Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after eating a muffin, with glucose rising to 340 mg/dl approximately three hours post-meal and later trending down to 234 mg/dl while using the ilet system; insulin supply and device status were reported as normal, and the cause of the event was unclear. Symptoms included hyperglycemia. Outcomes included a reportable illness or impairment of a serious nature. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.